Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when there is no air. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9,h3, h6, h11 h11: the device was received for evaluation. During functional testing, "air is detected in tube even when no air is there." Was not reproduced a review of the history log revealed "air-in-line!" Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor is out of range .the ultrasonic sensor requires replacement to address this issue. During evaluation, the device had a false upstream occlusion alarm . The cause was identified to be ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.